Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from july 28, 2020 - july 29, 2020. H10: the device was received for evaluation. Visual inspection along with magnification was performed with the fill port cap removed which observed a loose particle matter inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2021 and (B)(6) 2021. Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was found within the fill port of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was discovered prior to patient use of the device. There was no patient involvement. No additional information is available.